Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker device reached end of life (eol) however, had two years remaining longevity a year ago. The patient was dependent and boston scientific technical services (ts) discussed could not guarantee full pacing outputs. The patient underwent a replacement procedure, and this product was explanted and replaced. No additional adverse patient effects were reported.